Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the clip that holds the rd set dci finger sensor tight against the mp cables are failing. The clip is falling off all the time and without it, the connection can be intermittent. No known impact or consequence to patient.